Manufacturer narrative:
The investigation is in process. Once the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs have been submitted for this adverse event: #3013450937-2021-00301, #3013450937-2021-00302, #3013450937-2021-00303, #3013450937-2021-00304, #3013450937-2021-00306, #3013450937-2021-00307, #3013450937-2021-00308.

Event description:
It was reported that the patient developed an alleged wound infection and underwent a revision surgery on (B)(6) 2021. During the revision surgery, the following eleos implants were revised: tibial hinge component, distal femur axial pin, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, male-female midsection, cemented stem extension, tibial baseplate, and cemented segmental stem. The surgeon performed a washout. No additional information regarding this adverse event has been provided.

Event description:
It was reported that the patient developed an alleged wound infection and underwent a revision surgery on (B)(6) 2021. During the revision surgery, the following eleos implants were revised: tibial hinge component, distal femur axial pin, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, male-female midsection, cemented stem extension, tibial baseplate, and cemented segmental stem. The surgeon performed a washout. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 213: no device problem found h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
It was reported that the patient developed an alleged wound infection and underwent a revision surgery on (B)(6) 2021. During the revision surgery, the following eleos implants were revised: tibial hinge component, distal femur axial pin, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, male-female midsection, cemented stem extension, tibial baseplate, and cemented segmental stem. The surgeon performed a washout. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. Once the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs have been submitted for this adverse event: #3013450937-2021-00301, #3013450937-2021-00302, #3013450937-2021-00303, #3013450937-2021-00304, #3013450937-2021-00306, #3013450937-2021-00307, #3013450937-2021-00308.